Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event for bladder infection was (B)(6) 2018; never worked 100% was (B)(6) 2016 (date of implant). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient¿s implanted device was working but mentioned ¿it never worked 100% and she still has to use a catheter¿. The patient also stated they had a bladder infection in (B)(6) 2018 and was given antibiotics for 5 days ¿which didn¿t help¿. However, they were placed on the antibiotics again which resolved the issue. There were no further complications reported or anticipated.